Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 453 mg/dl, 212 mg/dl, and 199 mg/dl. No actons taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.